Manufacturer narrative:
(B)(4).

Event description:
It was reported that remove sensor now occurred. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and no pairing code. Data log analysis was performed and failed. A review of the share logs was performed and early sensor expiration was confirmed was found within the investigation window. The allegation was confirmed. The probable cause was determined to be early sensor expiration. The reported event of remove sensor now occurred is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.